Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing, inappropriate shocks and, low amplitude. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. Reprogramming efforts were performed. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.